Manufacturer narrative:
Approximate age of device: 3 years and 1 month. The device was returned for investigation. The evaluation is not complete. The event occurred at (B)(6), (B)(6). No further information is available at this time. A supplemental report will be submitted when the device analysis is completed.

Manufacturer narrative:
The device was returned assembled with the percutaneous lead intact. The attachment of the percutaneous lead to the pump outlet housing was also intact and appeared to be free of damage. A slice in the percutaneous lead silicone sleeve was noted that appeared to compromise the underlying bionate and shielding. Removal of the remaining percutaneous lead silicone sleeve revealed areas with shield breakdown. After the shielding and bionate were removed, examination of the underlying wires revealed multiple disruptions in the insulation of all of the six underlying wires between 6 to 7.5 inches from the pump housing. The conductors of all of the wires were exposed. The disruptions appeared to be the result of repetitive flexing of the percutaneous lead in this area. The disruptions in the wires would have affected all three motor phases, and would have interrupted function as a result of a phase to phase short if the exposed conductors from any of the wires made direct or simultaneous contact with the braided shield while the device was supported by batteries. The reported event also could have resulted from the exposed conductors of any of the wires potentially contacting the braided shield and shorting to ground if the device was supported by the power module. The system controller would have displayed a red heart warning alarm as was reported. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information: autopsy results were not provided.

Event description:
The patient was implanted with a heartmate ii left ventricular assist device (lvad). It was reported that on (B)(6) 2015 the patient experienced red heart alarms while connected to battery power. The patient's daughter exchanged the batteries; however, the alarm condition did not clear. The patient reportedly became more tired, sweaty, generally worse and almost passed out. When the clinician arrived at the patient's location, the patient was found to be conscious but was clammy and pale. The system controller was flashing a red heart and an intermittent sound was alarming. The patient was switched to the back-up system controller which functioned as expected. The patient began to feel better, was able to communicate and his color returned. Approximately 3-5 minutes later, the back-up system controller began alarming red heart and the patient began feeling worse again. The patient was transported to the hospital by ambulance. During transport there were persistent alarms. Just before arriving at the hospital, the patient lost consciousness. The paramedics reported that the patient¿s heart rhythm was in asystole with only a single complex. Upon arrival to the emergency department, cardiopulmonary resuscitation (CPR) was initiated, the patient was transported to the surgery and the system controller was connected to a system monitor. The message on the monitor indicated the pump was disconnected. Attempts to start the pump via the system monitor were made but the command was not accepted. The patient expired on (B)(6) 2015. An autopsy will be performed.